Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, certificates of analysis, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. The patient wanted the implants removed. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7055-100, lot# 444433, mfd. 19 mar 2015, exp. 2020-03, (B)(4). 2nd (middle): ifuse implant, p/n 7045-100, lot# 493437, mfd. 02 jul 2015, exp. 2020-07, (B)(4).

Event description:
In (B)(6) 2016, the patient had right side si joint arthrodesis where three implants were placed. The patient initially had si joint pain relief but later complained of persistent pain and requested that all the si joint implants be removed. The surgeon did not have any medical indication to remove the implants as they all appeared to be optimally positioned and were not loose, but the patient wanted them removed. In (B)(6) 2018, the surgeon removed the cranial and middle positioned implant using chisels as they were solidly fixed in bone. He left the caudal positioned implant in place. The status of the patient following the revision procedure is not known.